Event description:
It was reported that the patient cannot exit MRI mode. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.